Manufacturer narrative:
Device evaluation summary: the stent was positioned on the delivery system balloon between the inner shaft markers. The 15th stent wrap was deformed with struts raised. There was no damage noted to the distal tip. (B)(4). Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute onyx drug eluting stent to treat a lesion. There were no abnormalities noted in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues found. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during the delivery. It was noted that stent deformation occurred in vivo during positioning/advancement. The stent did not cross the lesion and as it was being removed, the physician noted some resistance. The stent was then inspected after removal and it was noticed that one of the stent struts was sticking out. The procedure was completed with another device. There is no patient injury reported.